Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a hyperglycemic event. The patient's mother reported that the patient had a stomach infection which caused the patient to experience a hyperglycemic event and diabetic ketoacidosis (dka). The patient's mother rushed the patient to the emergency room (ER). At the time of contact, the patient was doing good. There was no allegation of malfunction to the dexcom system. It was indicated that the patient was not using the device at the time of event. No additional event or patient information is available.